Event description:
The device did not pass the insufflation test prior to the ablation. New device was required to continue with the procedure.what was the original intended procedure?uterine ablation.